Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had scratch. The customer reported that they had difficulty reading the screen. The customer's blood glucose was 138 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.